Event description:
It was reported that during initial implant procedure there was difficulty extending the helix. It was ultimately extended and successfully implanted. During post operation check, it was noted that the right atrial lead pacing was being captured in the right ventricle and atrial ventricular delay measurements were low. X-ray revealed that the lead had dislodged. The patient underwent lead revision. During the procedure the helix could not be extended and small insulation damage was noted. The lead was explanted and replaced. Patient condition was good post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Date of explant was not initially reported. The date of explant is (B)(6) 2017.